Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface provisional shim is missing ball bearings due to cleaning.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Visual inspection of the persona tibial articular surface provisional shim confirmed that both the ball bearing and associated springs were found missing. The missing ball bearings and springs were not returned. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. The corrective action has identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on december 11, 2014. FDA recall (B)(4) contains all tasp shim lots.